Event description:
It was reported that a pt underwent a lower segment cesarean section procedure on (B)(6) 2010 and suture was used. The needle tip broke during closing of the skin layer. The tip of needle was noticed just under the skin during the procedure. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.